Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) analysed the system and confirmed the reported issue. After reviewing the log, fse confirmed a triggered table movement and a failure in the table command related to the pan handle or swivel during startup. To resolve the problem, after several restart attempts, the system resumed normal operation. After the several restarts of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating a button was active during startup, preventing a full boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.